Manufacturer narrative:
The device was returned for analysis. The reported thumb advancement issue and sheath shredding were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty (pta)/ atherectomy interventional procedure. Reportedly, there was resistance advancing the thumb advancer (step 3) and sheath shredding occurred. The clip of the starclose se was not deployed. Manual arterial compression was applied to achieve hemostasis. Protamine was administered to reverse the effects of heparin. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.